Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a site/set/cart (cartridge leak) issue. The patient reported that the leaking is near the cartridge compartment. The patient stated that it came from the pump but wasn't sure if it was the connector piece or the actual plastic cartridge itself. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.